Event description:
The technician alleged the bed exit alarm was low even at its loudest setting. No patient impact.

Manufacturer narrative:
The technician replaced the scale power control board assembly to resolve the issue.